Manufacturer narrative:
Summary evaluation: evaluation results as received from howmedica leibinger gmbh indicate that evaluation of this event cannot be performed because the device was not present when this file was received by the complaint handling department at howmedica leibinger gmbh, freiburg, germany.

Event description:
Plate broke three weeks postoperatively. The broken plat was revised. This event did not cause any adverse consequence to the pt or surgical delay.